Event description:
New information received noted that the physician elected to implant a single chamber device.

Event description:
It was reported that the patient presented with a low voltage lead that failed to capture. The lead was explanted. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the patient presented for an implant procedure. It was noted that the right atrial lead failed to capture. The lead was not used during procedure and the physician elected to implant a single chamber device.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. Electrical testing found internal shorting due to over torquing the inner coil. The cause of the reported event was due to internal shorting due to over torquing the inner coil during the procedure. Electrical testing did not find any indication of conductor fractures. All damages found are consistent with procedural damage.